Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the incident. There was no adverse impact on the customer's blood glucose level. The customer completed a pump reset independently, and tandem technical support decided to replace the pump, which was under warranty. The customer acknowledged receiving a replacement pump with updated software and was instructed on how to return the malfunctioning pump to tandem. The customer was informed to program their pump settings and connect their cgm to the new pump. Customer will continue to use current pump.